Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) was consulted and recommended further in office evaluation and reprogramming options. No adverse patient effects were reported. At this time, this lead remains in service.